Event description:
PICC line was being removed with gentle pressure, some resistance was felt. Arm was repositioned, resistance eased, continued removal. With 23 cm of PICC line out (55 cm total length), "it just let go." Attempts to remove remaining portion unsuccessful. Pt was transferred to another hosp for retrieval. Reported successful retrieveal the next day.